Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patients house was struck by lightning. The transmitter would not power up. The power strips in the adapter were burnt. The device would be replaced.